Event description:
It was reported there were concerns this pacemaker was exhibiting premature battery depletion (pbd). Currently there is two years of remaining battery life. Six months ago, the remaining was five years. Technical services (ts) confirmed the power consumption of this device has been increasing during the past year. Replacement interval window was provided. Currently the device remains in service. There were no adverse patient effects reported.